Manufacturer narrative:
Evaluation summary: the complaint investigation for falsely decreased architect tsh assay results for one patient sample included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no trend for the issue for the product. Device history record review on lot 12236ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not completed as returns were not available. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot 12236ui00. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect tsh lot number 12236ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely decreased tsh results with the architect i2000sr analyzer. The customer provided for sid (B)(6): initial = 0.005 miu/ml, repeat 0.35 miu/ml; (customers normal range 0.3 miu/ml to 5.0 miu/ml). There was no impact to patient management reported.